Event description:
During index procedure, the physician used one endeavor sprint drug eluting stent to treat a lesion located in the rca. It was reported that on an unknown date following the index procedure the patient suffered an event of melena and underwent an egd approximately 14 months post index procedure that revealed multiple erosions in the stomach. Study medication was subsequently stopped. Investigator has assessed the event as probably related to the study drug.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (haemorrhage). Evaluation conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).